Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an iabp malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The power-up test fails code #14" error appeared after turning on the pump. During diagnostics it was found that the regulator did not maintain its calibration and was replaced. The device has been checked and returned to the user.

Event description:
N/a.

Event description:
It was reported that during routine inspection after turning on the pump, the cardiosave intra-aortic balloon pump (iabp) unit had a "power-up test fails code #14" error appeared.